Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro2 extension cable stopped functioning. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to maquet for eval. It had a yellow label around the cable connector, showed slight signs of clinical usage and no evidence of blood. A visual inspection was conducted. No defects were observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical eval was performed. A pre-cautery test was performed with a reference power supply, reference hemopro 2 device and reference cable adapter. The cable passed the pre-cautery test. Steam and heat were produced by the hemopro 2 during several activations and shuts off when the toggle was released. A polyfuse electrical test was performed on the device with a reference power supply, adapter cable and reference hemopro 2. The polyfuse successfully shuts off the heater after a prolonged period of time and reactivated after approx 30 seconds of cool-down. Based upon the eval results, the reported complaint cannot be confirmed. This is an OEM device with an unk lot number; therefore, a lot history cannot be performed. (B)(4).